Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. The aorta was tortuous, but the vessel size was adequate, with little to no calcification. There was no indication of an edwards device malfunction related to the patient's anatomy. The imagery was provided by the complaint event site and visible tortuosity was observed. The related work orders which could have contributed to the complaint event did not reveal any manufacturing related issues that would have contributed to the complaints. A lot history review of related work order was performed and revealed no other complaints relating similar complaints. As the complaints were unable to be confirmed and the complaint trend analysis revealed that occurrence rates did not exceed the february 2020 control limits for the related trend categories a complaint history review is not required. IFU for edwards commander delivery system, device preparation manual, and procedure training manual were reviewed for guidance and instructions involving the commander delivery system usage. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. The complaints were unable to be confirmed as no returned device nor applicable procedural cine was provided. As a result, presence of manufacturing non-conformances was unable to be determined. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. The patient¿s access vessel appears tortuous as observed in the provided imagery. Access vessel tortuosity can increase the likelihood of withdrawal difficulty as tortuosity can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip. It was likely that the operator applied excessive force and manipulation to continue withdrawing the delivery system. Such force on the caught valve likely moved the valve distally toward the nose tip. While a definitive root cause could not be determined, the available information suggests that patient (tortuosity) and procedural factors (non-coaxial withdrawal of crimped valve) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. Since no labeling or IFU inadequacies haven been identified, no corrective or preventative action is required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the transfemoral tavr procedure, while pushing the delivery system device across the aortic arch, the team lost wire position. The wire was accidentally pulled out of the ventricle. They tried to cross with the wire multiple times. The team then attempted to pull the delivery system out of the sheath, but the valve got caught on the tip of the sheath. When they pulled, it moved the valve closer to the distal end/tip of the balloon, so it was no longer centered on the balloon. At this point there was no known injury to the patient. The team then attempted to cross the native valve with a super stiff wire. At this point, the patient's blood pressure dropped and an aortic dissection was found. CPR was performed and the patient was put on bypass. The patient was transferred to major surgery. They attempted to place an edwards surgical valve with a root replacement, but the patient continued bleeding. The patient died on the table. The patient had a horizontal aorta.